Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead received a series of inappropriate anti-tachycardia pacing (atp) and shocks due to a sinus rate near the ventricular tachycardia (vt) rate zone cutoff. The second-to-last shock induced an arrhythmia and therapy was exhausted following delivery of the next shock. Boston scientific technical services (ts) determined that the final shock did not convert the rhythm. Ts discussed potential programming optimization and also noted that during the episode, there was some noise on the right ventricular (rv) shock channel, likely due to myopotential oversensing. The patient was later admitted to the hospital for heart failure, the field representative did not believe that this was related to the inappropriate therapy. This lead remains in service. No additional adverse patient effects were reported.